Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. There was sufficient calcium to allow anchoring of the valve. Pre-dilatation was performed with a 22mm vascular iii balloon. During procedure, the valve was attempted to be released, however a retainer tab remained attached. The implanter confirmed that only 2 tabs had been released in different views. The implant depth at 80% was 3mm. Subsequently, the valve popped up and migrated towards the bottom part of the sinus of valsalva. The migrated valve did not block any coronary arteries and was not attempted to be snared. A new 27mm navitor valve was implanted via valve-in-valve. Post-dilatation was performed with the same 22mm balloon due to paravalvular leak. The patient was reported to remain hospitalized.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a